Manufacturer narrative:
The device was returned to olympus facility for evaluation and the customer¿s allegation was confirmed due to damage on the charged coupled device unit (ccd). In addition, the evaluation found the following: there was residual liquid or foreign material coming out of the channel tube (ch-tube); the adhesive on the bending cover section was chipped; the protector of universal cord on suction connector (s-connector) side had a cut; the suction s-connector and scope connector cover (sc cover) were sticky due to water leakage; the bending angle in up direction does not meet the standard value, due to wear of angle wire. Due to the nature of the reportable event (foreign material coming out from the ch-tube), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: aspirated the water through the instrument/suction channel. Wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. Brushed the instrument channel, instrument channel port, and suction cylinder. The facility noted that there were no abnormalities on the accessories used for reprocessing. The facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a preparation for use, the bronchovideoscope had no image. The intended procedure was completed using a similar device. There was a 5-minute delay due to device replacement. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Although, it is unknown if the reprocessing was conducted in accordance with instructions for use. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that for the no image event, the problem did not recur upon checking the endoscopic images, though it was confirmed that the metal inside the scope connector was corroded. This suggests a possibility of water entering the scope connector, potentially causing a short circuit in the circuit board for video signal processing, temporarily preventing image display. Additionally, for the event of foreign material was found in the biopsy channel, component analysis of the foreign material determined it to be silicic acid. As silicic acids can originate from various substances like drugs and tap water, the origin of the foreign material could not be pinpointed. Moreover, the cause of the foreign material remaining in the device could not be determined upon investigating the reprocessing status, as no apparent issues were found. Presumably, based on the appearance of the foreign material, it is possible that some type of drug residue from the procedure was not adequately removed during reprocessing, leading to its presence on the inner surface of the biopsy channel, where it dried and adhered. The event can be [detected/prevented] by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual of bf-290 series ""chapter 3 preparation and inspection 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.